Manufacturer narrative:
(B)(6) 2025: returned product 1 palodent v3 narrow ring (new and improved v5 design) broken in half at the pivot point. Overmolding date codes verified ¿I¿ for (B)(6) and ¿n¿ for 2022. No batch information is provided in either case, therefore no DHR or retain evaluations can be conducted. (Nwv) failure mode - broken product, root cause - not determined, conclusion code - indeterminable.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a palodent v3 narrow 2 ring refl broke during use.